Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. Two sheaths were returned: one attached to the iab at 52.83 cm from the tip and one unattached. An underwater leak test of the balloon, catheter, y-fitting, pressure tubing, extender tubing, and extracorporeal tubing was performed and no leaks were detected. A sensory output test was completed and no abnormalities were found. The investigation could not confirm the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-2019 through oct-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: bsn, rn, ccrn. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to update timing message and the fiber optic pressure appeared dampened. The customer stated that these issues began as soon as the patient was transferred in from a different facility and was switched over to their console. It was noted that the customer had tried a different console, but the same issue occurred. The customer attempted to transduce the central lumen, but that was not successful. There was a radial arterial line on the bedside monitor that the customer was advised to use. The switch to the radial was successful and resulted in a crisp, clean arterial line. The customer was able to zero and resume pumping. The "timing' message had also subsided. There was no patient harm or adverse event reported.